Manufacturer narrative:
(B)(4). Batch # m55j53. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the jaws eventually open to release the tissue? No.

Event description:
It was reported that during a left middle and lower lobectomy procedure, the device was used to anastomose the pulmonary vein. The device could not fire on the third stroke. The surgeon completed the procedure by using clips on the vessel, cutting the tissue and removed the device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2016. Batch # m55j53. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.